Event description:
It was reported to resmed that a CPAP pt stated, the pressure was off. The pt lost cognizance due to high co2 levels while in the hosp.

Manufacturer narrative:
Resmed was made aware that a pt had a high co2 level and was switched to ventilation at the hosp. Pt was in hosp twice, the week before for the same symptoms. The dme had seen the pt just prior to the previous week's events and checked the pressure with her manometer. The pressures were good at that time. During technical eval performed at resmed corp., there was evidence of significant water ingress into the device resulting in the device becoming non-operational. This is most likely due to the user transporting the device with humidifier attached along with water in the tub. Based on the info available, it is not possible to determine if failure occurred prior to, or post event. Note: per user manual part number 268149, pg 4 there is a warning printed to mitigate such occurrences; "make sure that the water chamber is empty and thoroughly dried before transporting the h4i."